Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 210 mg/dl and a correction was made with an insulin injection. The customer changed the infusion set and cartridge. The customer thought the occlusion was within the tubing; however, as the supplies on the pump had been changed, tandem technical support was unable to perform a system check to confirm if the tubing was the cause.